Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following info: the pt alleged that their meter would revert to the set-up mode intermittently. They reported that in 2004 the pt tested their blood sugar in the morning and in the afternoon and obtained a result each time. Pt was taking humulin 70/30, 75 units, twice daily. On the day of the event they did take both doses in the morning and in the evening. The pt had been asking their doctor if they should take less insulin if the result is low, but they had not gotten a definite answer. The pt was ill with an upper respiratory infection and was taking antibiotics. Pt stated that they tested their blood sugar in the evening and obtained a result of 90mg/dl. They were experiencing symptoms but stated they can't remember what they were. They attempted to retest but the meter was in the set-up mode. They stated they were too out of it to attempt to set the date and time. They stated that they did not eat or take any medications after the last test. The last time that they were aware of their surroundings was about 10:30pm. Family member came home at approx 1:00am when they found pt passed out. Family called the paramedics. They do not know if the paramedics tested their blood sugar. They obtained a result of 60mg/dl at the hosp and were treated with glucose. Pt stated that their insulin was lowered while in the hosp. Pt also rec'd treatment for a heart condition. Pt is unsure if their blood sugar was a factor in the heart condition. Based on the info provided the meter did not contribute to the serious injury. The pt was able to test on the meter throughout the day. The last time that they attempted to test they were symptomatic and they did obtain a result. They were not tested again until approx 3 hrs later. The case is being reported as a malfunction due to the intermittent power loss issue, which was not resolved with troubleshooting.